Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a busy day and did not realize they were hyperglycemic all day between 200-300 mg/dl blood glucose (bg). The user thought they were connected to the ilet, but the pitchfork was not inserted into the site. Bg was confirmed as down trending. There was no outside intervention required.